Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturing date is from the meter serial # (B)(4); the device manufacturing date of meter (B)(4) is (B)(6) 2008. The date of the event is unknown.

Manufacturer narrative:
As product was not returned, a DHR of each meter reported was requested. The device history review for meters (B)(4) indicated the devices were performing within performance claims and met the manufacturer's quality specifications prior to release. This is a final report.

Event description:
Adc customer service received a correspondence from a customer who reported his son was hospitalized due to a hypoglycemic seizure. On a later contact, the customer could reportedly clarify that he believed that both freestyle lite blood glucose meters (serial # (B)(4) and (B)(4)) were reading incorrectly, but he did not have time to complete the adc troubleshooting surveys. No further information was provided. There was no report of death or serious injury associated with this event.